Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had depleted battery life. The customer's mother reported that the battery would not last for a week. The customer's blood glucose was unknown at the time of incident. The customer's mother reported that they experienced high blood glucose of 500 mg/dl due to insulin pump stopped working overnight. The customer's mother declined to troubleshoot for high blood glucose. The customer's mother was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The pump passed the displacement, self-test, off no power, rewind and unexpected restart error tests. The pump alarmed motor error during the basic occlusion test due to moisture damage on the force sensor resistor. Unable to perform the occlusion, prime, excessive no delivery due to the motor error alarm. The motor was tested outside of the device and it passed. All operating currents were within specification. No unexpected low battery or off no power alarms were noted. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a cracked belt clip slot, cracked battery tube threads and a scratched reservoir tube window.